Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer has been receiving no delivery alarms. The customer was delivering a bolus when the insulin pump alarmed. The customer's blood glucose was 276 mg/dl. The customer stated that she had been disconnected from the insulin pump all day. The customer continued to receive no delivery alarms during manual prime. Troubleshooting for the no delivery alarm could not be done because the alarm was resolved. Troubleshooting for the customer's high blood glucose values was declined. Advised customer that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.